Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k013227.

Event description:
The doctor reported that the dental implant located in an unknown position failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant.